Event description:
Pt had intra-aortic balloon pump inserted on 3/5/96. On 3/12/96, staff observed blood in catheter tubing and pump was registering a leak. The pump was shut down and the balloon was removed. The pt expired on 3/15/96.